Event description:
The physician reports performing uncomplicated cataract (phaco) surgery with implantation of the mi60g intraocular lens into the left eye. Approximately three weeks postoperatively, fibrin was observed on the posterior and anterior optic. The patient was treated with steroidal and an anti-inflammatory medication. Two months later, there were 2+ cells observed in the anterior chamber and a yag capsulotomy was performed on the anterior and posterior capsule. Preoperatively, the patient's visual acuity was 20/32. Postoperatively, the patient's visual acuity was 20/70. The patient's current visual acuity is 20/50. The lens remains implanted and the patient continues to be monitored.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. (B)(4).